Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter for investigation. Sings of use in the form of biological material on the inside of the catheter hub. Visual examination of the returned sample revealed a cut along the extension line of the catheter. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The distal extension line inner diameter measured 1.1684 mm which is within the specification limits of 1.09-1.19 mm per the extension line extrusion graphic. The distal extension line outer diameter measured 2.45 mm, which is within the specification limits of 2.39-2.49 mm per the extension line extrusion graphic. This indicates that the wall thickness measured within specifications. The IFU provided with this kit states: thread tip of indwelling catheter over spring-wire guide. A lab inventory guidewire of the same size as the one provided in this kit was passed through the catheter with minimal resistance. The manufacturing facility was contacted as part of this complaint investigation. They stated that based on the smooth appearance of the cut, it appears as the extension line was cut by a sharp object such as a scalpel or scissors. A device history record review was performed with no relevant findings. The IFU provided with this kit states the following: "precaution: to minimize the risk of damage to extension line from excessive pressure, each clamp must be opened prior to infusion through that lumen to prevent any possible adverse effects on monitoring capabilities." "Precaution: to minimize the risk of cutting catheter do not use scissors to remove dressing." The customer reported complaint of "an arterial catheter that was split/torn" is confirmed. Visual examination of the catheter revealed that it was cut along the extension line. The catheter passed all dimensional and functional testing. A device history record review was performed with no evidence to suggest a manufacturing related cause. The manufacturing facility was contacted as part of this complaint investigation. They stated that based on the smooth appearance of the cut, it appears as the extension line was cut by a sharp object such as a scalpel or scissors. Based upon the customer report, the sample returned, and the comments from the manufacturing site, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Catheter in female baby had a leak. It was reported that after inserting and flushing the catheter the physician saw fluid leaking out. The catheter was replaced. No patient harm was reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. Visual inspection of the photos revealed a small slit in the extension line. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "indwelling catheter should be routinely inspected for desired flow rate, security of dressing, and possible migration. Do not use scissors to remove dressing to minimize the risk of cutting catheter." The customer report of a damaged arterial catheter was confirmed by visual inspection of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Catheter in female baby had a leak. It was reported that after inserting and flushing the catheter the physician saw fluid leaking out. The catheter was replaced. No patient harm was reported. The patient's current condition is reported as "unknown."

Manufacturer narrative:
(B)(4).

Event description:
Catheter in female baby had a leak. It was reported that after inserting and flushing the catheter the physician saw fluid leaking out. The catheter was replaced. No patient harm was reported. The patient's current condition is reported as "unknown".